Event description:
A customer reported to baxter that an adverse event occurred during use of CT-190g reuse, preprocessed dialyzer. The reuse number was 2. Reportedly, 5 mins into the treatment, the pt started complaining of not feeling well, had hot flashes and also complained of dizziness. Per protocol, 100ml of normal saline was given. The pt was also given a cool washcloth. Before the actual treatment, the dialyzer was placed onto a gambro phoenix machine and primed with 500ml of normal saline. The facility has a standard recirculation time of 10 mins before the pts are connected to the machine. The facility did not specifically provide for how long the recirculation was prior to this pt being connected. This is not the first time that the pt has used the CT 190g dialyzer. Approx thirteen pts at this facility use the CT 190g dialyzers. The pt access was a long-term catheter. The pt was given a bolus of 1000 units of baxter heparin and 500 units hourly. The pt's post weight was 85.8kg. The uf goal was 1.0kg. No other info available at this time.

Manufacturer narrative:
The actual sample was not available for evaluation. However, the manufacturing facility, (nipro corporation) has been made aware of this report. Furthermore, the manufacturer is currently conducting an investigation. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation still pending. Should significant info becomes available, a follow up report will be submitted.